Manufacturer narrative:
(B)(4). Corrected data: as information was provided that the procedure was not converted to open, the file no longer meets the FDA defined criteria for a serious injury and is being considered an MDR malfunction. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectum cancer. The surgery delayed about half hour, not one hour, the surgery was not changed to open surgery. What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Unk. Was a complete transection of the cutting washer visually confirmed? Yes. Can you please describe the irregular shape of the staples? Irregular shape. What were the contributing factors to the decision to convert to open? The remained rectum is not enough. What is the current status of the patient? Stable and left from hospital.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Can you please describe the irregular shape of the staples? What were the contributing factors to the decision to convert to open? What is the current status of the patient?

Event description:
It was reported: malformed staples. During the rectectomy surgery, when severing rectum tissue, after fired, noted the staples malformed with irregular shape. Surgery changed to open surgery, as the remained rectum is not enough. Used another ecs29a to complete the surgery. The surgery delayed about one hour. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch # r5av00. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.